Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five shocks as inappropriate therapy for the patients supraventricular tachycardia (svt). Technical services (ts) was consulted and discussed stored as well as programming options. This device remains in service. No additional adverse patient effects were reported.